Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter with the victory guidewire for related complaint. The hub of the coyote device was stuck on the victory guidewire; as received. The hub/strain relief and a portion of the outer and inner shafts were detached/separated from the coyote device. The victory wire was protruding from the hub of the coyote device 51cm from the top of the manifold and 40cm from the bottom of the manifold. There was a 5cm portion of the inner shaft on the victory wire (21.5cm ¿ 26.5cm from the soft end/tip of the guidewire). An attempt was made to separate the portions of the coyote from the victory wire but was unsuccessful. There was contrast in the inflation lumen and blood in the inflation lumen and guidewire lumen. Majority of the balloon was tightly folded with the proximal end bunched. There were numerous kinks throughout the shaft of the coyote device. There were numerous locations of the outer and inner shafts that were separated/detached and buckled. Inspection of the remainder of the device presented no damage or irregularities. The inner diameter (ID) of the separated ends and the distal tip were measured using a calibrated pin gauge set. The ID was 0.014¿, which is within the coyote specifications. The victory guidewire used in the procedure was used for functional testing. Functional testing was performed by loading the guidewire into the tip of the catheter and the separated portions of the shaft and advancing through the wire lumen; however, resistance was encountered at the damage and separated portions of the shaft. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter froze on the guide wire and shaft break occurred. Vascular access was obtained via the dorsalis pedis artery. The 100% stenosed target lesion was located in the non tortuous tibial vessel. A 300cm victory 14 guide wire was advanced to the lesion with resistance encountered but was still able to cross. Then a 2.0mm x 150mm x 150cm, coyote balloon catheter was advanced over the guide wire and the balloon was inflated at an unspecified atmosphere. However, resistance was noted upon removal of the balloon catheter, and it could not be removed from the guide wire. In an attempt to remove the balloon catheter, the balloon catheter "disengaged" from the hub and the physician had to pull the guide wire "aggressively" in order to keep its position on the vessel. There was no damage noted on the guide wire and was not removed and re-inserted at any time during the procedure. Then an unspecified guide wire was advanced over the remaining portion of the balloon catheter that was left in the patient and the balloon catheter was able to be removed. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.